Event description:
The pt - out pt - came to the hosp due to pump stoppage -while on batteries. He had changed controllers but was still having alarms. Both primary and backup controller interrogated and downloaded data. Contacted thoratec heartline and emailed downloaded data. Heartline stated all info pointing to power loss probably due to dirty terminals. I discussed these findings with the pt. Pt admitted to never cleaning terminals. We cleaned all the battery terminals some black deposits found. Removed from svc his three primary battery clips and gave him two new battery clips - he had three backup battery clips. We placed him on the original controller - psd - first on pbu and then with new battery clips. We visualized and manipulated all leads and power cables - encountered no alarms or issues. Pt felt more comfortable on backup controller so he again switched to psd.